Event description:
It was reported that during the procedure the inner hexagon of two closure tops were damaged. There was a greater than 30 minute delay to remove and replace them with alternates. There was no reported patient harm. This is report one of two for this event.

Manufacturer narrative:
The closure top was returned for evaluation. Visual inspection showed signs of use but no signs of obvious damage. A functional test was completed utilizing a closure top driver, pathfinder nxt screw, and sleeve. The closure top was able to connect with the drivers as expected. The closure top was able to thread down the sleeve, the junction between the sleeve and the screw, and the screw threads without issue. The device malfunction was confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.

Manufacturer narrative:
The closure top was returned for evaluation. Visual inspection showed signs of use but no signs of obvious damage. A functional test was completed utilizing a closure top driver, pathfinder nxt screw, and sleeve. The closure top was able to connect with the drivers as expected. The closure top was able to thread down the sleeve, the junction between the sleeve and the screw, and the screw threads without issue. The device malfunction was unconfirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event.

Event description:
It was reported that during the procedure the inner hexagon of two closure tops were damaged. There was a greater than 30 minute delay to remove and replace them with alternates. There was no reported patient harm. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00201.

Event description:
It was reported that during the procedure the inner hexagon of two closure tops were damaged. There was a greater than 30 minute delay to remove and replace them with alternates. There was no reported patient harm. This is report one of two for this event.